Event description:
It was reported that during a tonsillectomy, suing a 40% oxygen environment with a non-cuffed endotracheal tube, it appeared that the insulation on the electrosurgical blade ignited. There was no pt injury.